Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was explanted to undergo an MRI. No symptoms were associated with this event. Patient's outcome was unknown. No further information was requested at this time.